Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation or burn on his back from the lifevest. No evidence that the patient was ever received a treatment from the lifevest. Patient felt a burning sensation on his back and it left a scar. The irritation did not go away, patient has a scar. Patient has since ended use.